Event description:
It was reported that the customer was taken to the emergency room for diabetic ketoacidosis. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. After being released from the hospital, the customer went back on the insulin pump and stated that his blood glucose levels elevated again. The customer stated that the cannulas are sometimes bent when removing the infusion set. Sent samples of different infusion sets for the customer to try. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.